Manufacturer narrative:
The soft-components of the up button is lacerated. The damages did not influence the insulin pump functions. The buttons of the pump was tested and meets the specifications. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the menu and check buttons on the patient's infusion device were not functioning. The patient stated that the problem began after swimming with the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.